Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer additional information: h3, h4. H6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was a break on the wire with no damage on the proximal end. Functional testing could not be performed; however, the reported event is likely due to an event related to the procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the single use fiber exhibited break on the wire. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.